Event description:
Manufacturer received infusion pump for analysis after an implant duration of approx 31 months. The reason for the device explant was reported as "failed pump". The device was replaced with a similar infusion pump. Specific troubleshooting, interventions, or patient symptoms were not reported. The explanted pump was programmed to infuse morphine sulfate preservative free 50mg/ml, the daily dose was not reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.